Manufacturer narrative:
Article citation: lv, kun, et al. ¿xen-45 implantation for refractory secondary glaucoma.¿ bmc ophthalmology, vol. 25, no. 1, 14 nov. 2025, https://doi.org/10.1186/s12886-025-04452-7. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
The article "xen-45 implantation for refractory secondary glaucoma" noted patients implanted with a xen 45 gel stent experienced adverse events including 5 eyes experienced transient hypotony that all resolved by first week of follow up; 2 eyes experienced a bleb leakage. Both required resuturing and implant repositioning procedures; 1 eye experienced a choroidal detachment that resolved spontaneously; 12 eyes required an open conjunctival bleb revision procedure due to impaired drainage; 4 eyes were considered a failure of the xen gel stent as iop was not maintained under 18mmhg at the end of the 6 month period. These 4 eyes did not require further surgery, but continued use of eye medication; and an unspecified number of needlings and 5fu injections were conducted across 23 eyes.